Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date; implant date; manufacture date. This report is number 3 of 3mdrs filed for the same event (reference 1825034-2013-04863 & 2014-00637 & 02649).

Event description:
It was reported patient enrolled in a clinical study underwent revision hip arthroplasty on an unknown date in 1987. Subsequently, patient was revised on (B)(6) 1991 due to an unknown reason. Patient underwent a revision procedure (B)(6) 2005 due to acetabular wear and the presence of osteolysis. Subsequently, the patient was revised on (B)(6) 2008 due to loosening of the acetabular component. The constrained head, acetabular component and polyethylene liner were removed and replaced.